Event description:
It was reported that during a procedure, the surgeon used a 4mm punch to create a prepunch hole for the anchor insertion. Upon insertion and during the taping stage of the anchor insertion, the anchor broke. It was further reported that the first anchor was recovered. The surgeon attempted to go back into the same prepunched hole with the second anchor from the same lot number and at the insertion time, the second anchor broke. Further, a third anchor was used from the sale rep stock and the third anchor broke. The fourth used was from the facilities stock and anchor was finally seated.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.